Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. Approx 10 months post index procedure the patient suffered cardiac arrest and respiratory distress. The patient was treated with medication but did not recover. The patient has neurological, renal and cardiac dysfunction. The patients respiratory distress was due to respiratory syncytial virus. The patient died two days later. The patient death was classified as sudden cardiac death. The investigator assessed the event as unlikely to be related to the index device and not related to anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
The patient was also treated with intubation. The cec adjudicated the death as non-cardiovascular as patient was admitted with shortness of breath but later had respiratory arrest. If information is provided in the future, a supplemental report will be issued.